Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery with a proglide device using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 7f. Reportedly, when the plunger was retracted, only one suture end was present. The sutures of six proglide devices were successfully placed using the preclose technique in both the right and left common femoral arteries. Three proglide devices were used in the right common femoral artery and three proglide devices were used in the left common femoral artery. The sheath was upsized to 12f in one target groin and 18f in the other target groin. The evar procedure was successfully completed and hemostasis was achieved with the three each pre-placed sutures in both the right common femoral artery and left common femoral artery. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. Both physicians are reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4) unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. A conclusive cause for the reported needle to cuff miss/suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.